Manufacturer narrative:
Clinical review: a clinical investigation was performed. There is a temporal relationship between pd therapy on the liberty select cycler with cycler set and the patient event of chills and fever with subsequent diagnosis of peritonitis. However, there is no documentation in the complaint file that shows a causal relationship between the event and use of the liberty select cycler or cycler set. Additionally, there is no allegation of a product malfunction, deficiency or defect reported for this event. All pd patients are at increased risk of infection due to a compromised immune system and the dialysis techniques which increased risk of microbial contamination. The majority of pd related peritonitis is caused by a breach in aseptic technique by the patient as they are handling the pd catheter connections or the pd catheter itself. Although the organism is unknown and the cause has not been confirmed, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s peritonitis based on the available information and no allegation of a malfunction, deficiency or defect for this event. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A contact for a peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler is at drain 2 and stated that they disconnected the patient due to the patient constantly shivering. The contact wanted to know if they should take the patient to the hospital and how to cancel the treatment. The contact also stated the cycler received drain complication during drain 1. The fresenius technical support representative provided information and advised the contact to follow up with the patients nurse regarding the shivering and incomplete treatment. Upon follow up, the pdrn stated that the patient was seen at clinic on (B)(6) 2019 and was diagnosed with peritonitis and was initiated on vancomycin 2gm intraperitoneal and ceftazidime 1gm intraperitoneal on an outpatient basis. The patient developed chills and a fever (unknown value) during an unknown phase of treatment on (B)(6) 2019. The culture results are not available, and a cause of the peritonitis was not provided. There is no report of a cassette leak or device malfunction reported for the event. The patient is currently recovering.